Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, after successfully firing two green reloads to transect the lower part of the stomach, the device was reloaded with a blue cartridge and fired on the next section of stomach to be resected. When the jaws were opened and the device removed, there were open, malformed staples sticking out of the staple line (photographs are provided as evidence along with the device return). The section of stapled stomach had to be oversewn with a suture. A new device was opened to complete the rest of the sleeve resection. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Additional information: cartridge. The analysis found that one pse60a device was returned in good visual condition and with one ecr60b cartridge reload present. The reload was received fully fired and with damage on cartridge deck. In addition the knife was inspected under magnification and nicks were found. The found damage on the deck and knife is consistent when the device is fired over an already existing staple line. When this happens, the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. However, the cut was noted to be jagged due to the found condition of the damaged knife. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web, the tissue will tend to bunch up creating a staple log jam. When the force gets great enough, the tissue will move forward distally out the jaws leaving malformed bunched staples and an incomplete cut line. Intra-operative photographs were received. Based on the photographs of the subject pse60a firing there is not enough evidence to determine root cause. The belief is that there may have been tissue milking.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.